Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 04/22/2014, electrode belt: 03/03/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away wearing the lifevest. Skilled nursing facility staff discovered the patient unconscious. Paramedics performed resuscitation efforts and transferred the patient to the hospital where he reportedly passed away around 6am. Review of the downloaded data revealed that the patient experienced an appropriate defibrillation event on (B)(6) 2015 at 06:10:05am. A 150j shock was delivered during ventricular tachycardia at 150bpm. The rhythm after the shock was asystole with intermittent cardiac activity. A second shock was delivered during asystole. Intermittent cardiac activity during asystole contributed to the detection. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.